Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the ventilator was auto cycling. Generating its own breathes. Attempted to clean expiratory plunger, and replace expiratory valve. Continued to auto cycle.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: the ventilator was auto cycling. Generating its own breathes. Attempted to clean expiratory plunger, and replace expiratory valve. Continued to auto cycle.